Event description:
It was reported during an unk procedure, the grasper tip melted on the device. A new one was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.